Event description:
It was reported, that the patient received a shock for a true vt event. However, there was an alert indicating "possible high voltage lead issue. Alternative shock configurations have been attempted". It was noted, that the third attempted shock configuration was successful at converting the arrhythmia. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported events of low defib impedance and ¿possible high voltage lead issue¿ were confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual examination noted an external insulation abrasion breaching the right ventricular cable lumen with one of the right ventricular etfe cable coatings found abraded. The cause of the reported events is consistent with friction to device can.